Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product reported that the implant site had swelled, bruise was noted and painful. Also, the patient felt lightheaded, and a heavy feeling before and after getting the device palpitations, around the left breast area. There were no additional adverse effects reported. All available information indicates that the product remains implanted.